Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device had fluid loss. A hole in the cuff and air in the system was noted upon explant of the device. The device was replaced. No further patient complications were reported.